Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 500 mg/dl, which was corrected at the hospital with syringes. It was also reported that the insulin pump alarmed no delivery. The customer was advised to do a full set change of infusion change and reservoir. During troubleshooting insulin exited the tubing of the infusion set. Nothing further was reported.